Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the jetstream damaged/shaved the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure in the long chronic total occlusion (cto) in the superficial femoral artery (sfa). The physician was initially able use the jetstream fine during the procedure. The jetstream began to damage/shave the wire when at the distal end of the lesion. The device stopped working. The procedure was completed with another of the 2.4mm jetstream device. There were no patient complications reported and the patient's status post procedure was fine.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The guidewire was stuck in the device when returned. The device and the catheter shaft were analyzed for damage. The guidewire was returned in the device. The wire was protruding from the distal tip approximately 56cm. The wire was protruding from the proximal end of the device approximately 108cm. Visual analysis showed a severe kink located 57.5cm from the tip and a buckling/kinked area located 89.8cm from the tip. Functional analysis was done by completing the setup procedure. The shaft did not rotate. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities.

Event description:
It was reported that the jetstream damaged/shaved the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure in the long chronic total occlusion (cto) in the superficial femoral artery (sfa). The physician was initially able use the jetstream fine during the procedure. The jetstream began to damage/shave the wire when at the distal end of the lesion. The device stopped working. The procedure was completed with another of the 2.4mm jetstream device. There were no patient complications reported and the patient's status post procedure was fine. It was further reported that when the distal end of the lesion was reached, the device locked up on the wire.